Event description:
Additional information received identified that therapy was restored.

Event description:
It was reported that the patient did not have therapy was approximately 4 months. Reportedly, patient had issue with recharging the ipg. Ipg was unable to communicate with the external devices and was possibly inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018.